Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, high hv lead impedance (hvli) measurement, performed automatically after a recent shock, was observed. It was discussed that the measurement may have been an anomalous as the hvli during the therapy was within normal ranges. The patient will continue to be monitored.